Event description:
Information was received indicating that a smiths medical cadd-legacy 1400 pump was under delivering. It was reported that the cartridges took more time to be emptied. It was reported that the patient was in the hospital due to a bad evolution of parkinson's disease and that the physician believes this to be due to the reported issue with the pump. There were no additional reported adverse effects.